Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 217 mg/dl. Customer also stated that their daughter insulin pump was broken and piece of the reservoir lip was broke off. It was also reported that the reservoir not able to lock in place. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with completely broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.